Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 33/7/2/100 equalizer balloon catheter was used to post dilate another manufacturer's abdominal aortic aneurysm stent graft. The balloon was inflated with a syringe and upon inflation the balloon ruptured. The number of inflations is unknown. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.